Manufacturer narrative:
(B)(4). Concomitant medical products: dome hole plug single pack # item 00875700001 lot 63070524, wc xlpe liners # item 00875101036 lot 62957327, continuum shell # item 00875705200 lot 63035179, bioloxâ® delta, ceramic femoral head # item 00877503601 lot 2778810. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02686, 0001822565-2019-02688 and 0001822565-2019-02689. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 1 month post initial surgery due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event based on additional information received, it has been determined that the reported device did not cause or contribute to the event. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information received, it has been determined that the reported device did not cause or contribute to the event. The initial report was submitted in error and needs to be voided.